Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)

Event description:
It was reported that a remote transmission of the implantable loop recorder (ilr) did not show a patient symptom marked episode despite the patient¿s report that they used the activator to mark a symptomatic episode. The ilr and activator remain in use. No patient complications have been reported as a result of this event.